Manufacturer narrative:
Block d2b (pro code (product code)): mnd. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2025. During the procedure, the elastics became tangled, preventing successful varix ligation. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2025. During the procedure, the elastics became tangled, preventing successful varix ligation. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Additional information received on july 16, 2025: it was confirmed that the anatomy location was in the esophagus during a ligature varices oesophagiennes type of procedure. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h2: correction: correction to blocks d2a common device name and d2b pro code. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2025. During the procedure, the elastics became tangled, preventing successful varix ligation. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Additional information received on july 16, 2025: it was confirmed that the anatomy location was in the esophagus during a ligature varices oesophagiennes type of procedure. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block d2b (pro code (product code)): mnd. Block h2 (additional information): block b5 (describe event or problem) has been updated based on the additional information received on july 16, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.